Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "PICC placed on (B)(6) 2020, shortened several times during use up to 15cm. On (B)(6) 2021 PICC did not work and it came out. 10cm of catheter were missing, and with chest x-ray was seen that were in the right atrium, the patient was sent for removal in hemodynamics and then monitored for 24 hours without problems. Surgery in hemodynamics for removal of the catheter piece from the atrium. Both the proximal part and the distal part of the catheter are in the possession of the oncology."